Event description:
The doctor added medication to the customer's treatment because of high results. The customer went to the doctor's office because of the high results. A fasting lab comparision was performed, the lab result was 85 mg/dl and the customer's device read 225 mg/dl. The doctor took the customer off the new medication. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.